Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the surgeon had to convert to laparoscopy due to a hemorrhage from the left uterine artery. The bleeding occurred during dissection and control of the left uterine pedicle. The cause of the bleeding was injury to the left uterine artery during dissection and manipulation of pelvic tissues. The estimated blood loss was approximately 500 ml and did not require any blood transfusions. The blood loss was not a result of any system, instrument or accessory malfunction but rather increased uterine vascularity. The conversion did not result in any additional ports. The patient tolerated the conversion and intervention without any other intraoperative complications. No photos or videos will be available for review.

Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned for evaluation.